Event description:
It was reported that during an arthroscopy, after tapping the hole, the tip of the footprint ultra anchor was cracked, when it was half implanted, the anchor broke and was removed from the patient with surgical clamps. The procedure was completed using a back-up device in the originally drilled bone hole, leaving no void in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned a length of suture and no anchor. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include rough handling or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.